Event description:
The customer reported that the ventilator shut down and alarmed while in use on a pt. There was no pt harm reported. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in log history indicating a restart of the ventilator occurred. The service technician tested the external battery and reported it was below specifications. The service technician replaced the external battery to correct the problem. Extended self testing (est) and performance verification testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na.